Event description:
A physician reported that her pt began experiencing sporadic fevers at night and a feeling of being mentally foggy shortly following implantation with essure micro-inserts. In 2009, the physician ultimately performed a hysterectomy and removed the micro-inserts after being unable to determine the cause of the fevers. No nickel allergy test was performed. The physician stated that after removal of the micro-inserts, the pt's fevers resolved and pt was asymptomatic.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.